Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported, revision due to pain and elevated ion levels. Cobalt level of 7. Head, liner and a couple of screws were sent with the patient. Stem was retained. Corrision inside head. Patient requested medication due to pain. Cup was stable. One screw broke during revision.